Manufacturer narrative:
Operator of device: patient/consumer. Reference: medwatch mw5109283. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided.

Event description:
It was reported that pumps were alarming 'no disposable'. The patient successfully changed the cassette and the issue resolved. No patient injury was reported.